Manufacturer narrative:
(B)(4). Field service called back, indicating that he attempted flow control valve control characterization, however the issue became worse. It was determined that a replacement gas delivery engine will be needed to complete the repair and resolve the reported event. At the present time there are no replacement gas delivery engines (gde) available in stock. Once available, a replacement gas delivery engine will be provided to the user facility to repair the unit and return it to service.

Event description:
This event was reported by a field service representative who was at a user facility performing preventative maintenance. The field service representative reported a unit that was giving a dip below baseline prior to inspiration. He indicated that the gas delivery engine needed to be replaced, due to the fact that he had calibrated all the transducers (xdcrs), changed the diaphragm and flow sensor, and characterized the exhalation valve, but the issue had not resolved. Carefusion technical support advised that he attempts to perform flow control valve (fcv) characterization then call back if the issue is still not resolved.

Manufacturer narrative:
Failure analysis (fa) lab received an avea gas delivery engine (gde) and an avea user interface module (uim). Fa indicated that when received, the o2 sensor cable was missing, which was noticed to have been cut and removed from the gde assembly. Fa connected the uim and gde assembly together in a known good avea unit, also attached a new o2 sensor cable for testing, and then allowed to run in volume assist/control over night. The customer complaint of volume errors was not duplicated. Complaint with uim not being compatible with new style gde was verified, giving vent inop alarm. After replacing the tca on the gde, fa characterized the exhalation valve and calibrated the inspiratory pressure transducer. The gde assembly was moved to factory service to have the tca pcba replaced. Fa also replaced the o2 sensor cable on the gde. The uim was scrapped.